Event description:
It was reported that during the pre-use check, a pinhole in the breathing bag was observed. No patient injury reported.

Manufacturer narrative:
Lot number, UDI section, expiration date and manufacture date are unknown, no information has been provided to date. Month and year of event have been provided, day is unknown. Device is exempt. Device evaluation: three pictures and one sample device were received for investigation. The provided photos demonstrate a pinhole near the connector of the reported device. The reported issue was confirmed in the provided sample device during visual inspection, which identified a pinhole in the breathing bad near the connector. No lot number was reported, therefore a review of manufacturing device history records could not be conducted. However, a further investigation conducted by the supplier of the bag component attributed the observed damage to an issue during the supplier's manufacturing process. The supplier addressed this issue by providing a quality notification to production and inspection staff.